Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy cable and therapy connector assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed assemblies were further tested in the failure analysis center. The cause of the reported failure was determined to be a broken pin (#1) from the therapy cable assembly, which was stuck in the therapy connector assembly.

Event description:
The customer reported that the therapy connector assembly would not allow a therapy cable or hard paddles assembly to stay connected to the device unless it was manually held in place. This could potentially lead to the device losing connection with the therapy cable assembly during defibrillation therapy delivery. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy cable and therapy connector assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed assemblies were further tested in the failure analysis center. The cause of the reported failure was determined to be a broken pin (#1) from the therapy cable assembly, which was stuck in the therapy connector assembly. Physio-control evaluated the device and verified the reported failure. Physio replaced the hard paddles assembly then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed assembly was further tested in the failure analysis center. The cause of the reported failure was determined to be a broken lock ring from the connector of the hard paddles assembly. The lock ring would not allow the connector to stay connected to the device.